Event description:
New information received notes that during the implant procedure, the lv lead was unable to be implanted due to anatomical considerations. While attempting to implant, loss of capture and diaphragmatic stimulation were observed. The physician found the interior portion of the branch too small and did not have enough support to advance the lead. The patient was fine after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the lv lead was unable to be implanted.